Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a non-rechargeable ipg on (B)(6) 2004. It was reported that he is unable to initiate stimulation via either the programmer or magnet. In an effort to resolve this matter, a replacement programmer was shipped to the pt. Follow-up on this issue found that the reported problem persists. As such, surgical intervention will be undertaken to replace the pt's ipg; however, a date for the procedure has not been set.